Event description:
It was reported that the procedure was to treat a mildly calcified, 85% stenosed lesion in the narrow mid circumflex (cx) artery. Pre-dilatation was performed with a 2.5x15mm trek balloon dilatation catheter (bdc), followed by deployment of a non-abbott stent implant. The 2.75x08mm nc voyager bdc was attempted to be used for post-dilatation of the non-abbott stent implant; however, the balloon ruptured at 12 atmospheres (atm). A non-abbott bdc was used for successful post-dilatation of the stent implant, completing the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.